Manufacturer narrative:
Date sent: 11/05/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that post a lap gastric band procedure, the port is flipped. The surgeon sutured the port during the initial procedure. The port was revised in 2009. There were no adverse patient consequence.